Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that pacing impedances on this right atrial (ra) lead were high out of range, that the lead was unable to sense, and threshold measurements could not be obtained. Noise and oversensing occurred, resulting in inappropriate atrial tachycardia response (atr) episodes. The patient's system was surgically revised. During revision, it was noted that there was physical damage to the lead body. The ra lead was surgically abandoned and replaced. The patient's implantable cardioverter defibrillator (ICD) remains in service. No additional adverse patient effects were reported.